Event description:
Complaint received recording occlusion/component issues (plug protrusion) with use of a1001 6" nanoclave t-connector smallbore ect set. It was reported "..the a1001 is not flushing completely at the luer point where the t-connector connects to the catheter hub. Nurse entered pt room b/c the syringe pump was beeping occlusion. After following the syringe med-line to the pt the nurse noticed the silicone protruding from the nano". The device was removed and replaced. There was no pt injuries and or adverse outcomes. Device return: one (1) used a1001 device set and one packaged same lot sample set were returned. Visual inspections and analysis recorded that the returned used a1001 sets neutron connectors silicone plug was protruded, thus confirming the reported component issue. There were no obvious visual abnormalities with the returned unused a1001 device set.

Manufacturer narrative:
Engineering testing of the a1001 same lot sample to the applicable product spec was performed. The results recorded no component, performance issues and or out of spec conditions. Engineering assessments: silicone (plug) protrusions of this nature can occur when the neutron connector assembly is exposed to high back pressures. High pressures can be generated with small syringes (10cc and smaller). When high pressures are generated with infusion through small syringes it is important to isolate adjacent lines by activating the slide clamps on those lines. Flushing should be performed through the nano t at a slow rate in order to minimize pressure in the fluid circuits. Findings: based on the engineering eval of the "as-received" a1001 device sets neutron connector the reported product/component issue was verified. Engineering testing of the same lot sample set recorded the device set met performance specs. Although the exact causes of the component anomaly are unk, the most likely cause of this issue was due to usage conditions where set-ups/infusions occurred with very high back pressures within the fluid circuit.